Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient has been hospitalized in the intensive care unit (ICU) on thirty-one separate occasions. According to the patient, these hospitalizations were the result of false readings from his monitoring devices, which led him to believe his condition was stable when, in fact, it was not. There was no bg nor cgm values reported. The patient declined to provide further information about the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.